Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have "downstream occlusion" alarm messages. The pump was found to have downstream occlusion (dso) alarm messages that displayed too early. The cause of the customer reported problem was the decalibrated dso sensor and delaminated dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and sensor.

Event description:
It was reported that there was a repeated pressure alarm. There was unknown patient involvement, and unknown signs or symptoms experienced.